Manufacturer narrative:
Method: the actual device was received for analysis. A visual observation, infusion verification , microscopic inspection and occlusion/no flow test was performed on the device. Results: the pump was refilled with saline to the nominal value of 100ml. When opening the pinch, infusion was not observed. An empty small syringe was connected at the distal luer and negative aspiration (suction) was applied a few times, flow was still not obtained. The tubing was cut a few inches distal to the blue connector and infusion was observed. The tubing was bonded back together and cut several times. Infusion was observed. The tubing was then cut 1 inch distal to the glass orifice and infusion was observed. Infusion was not observed at the male luer adapter. The male luer adapter was examined and crystalized medication was observed. The male luer adapter was examined under a microscope and it confirms that crystalized medication was observed. The sample was placed in a heated incubator in an attempt to dislodge any of the particulates that were residing inside the component. When removed from the chamber, the remaining tubing was connected to an air source in an attempt to dislodge any remaining particulate matter. A small syringe with warm saline was connected at the proximal end of the male luer adapter and no flow was obtained. The sample was unable to be rehabilitated. Conclusion: the investigation summary concludes that no flow was observed due to crystalized medication at the male luer adapter. The sample was unable to be rehabilitated and further testing could not be performed. Based on the device history record review for the reported lot number there were no non conformance reports, reworks or special conditions during product manufacturing, the production lot met all manufacturing and quality specifications at release. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending purposes.

Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. However, the DHR was reviewed for the lot number of the manufactured unit. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated.

Event description:
Please reference: 2026095-2015-00203/(B)(6), 2026095-2015-00204/(B)(6) and 2026095-2015-00206/(B)(6). Fill volume: 95ml. Flow rate: 2ml/hr. Procedure: chemotherapy. Cathplace: port. Infusion started: (B)(6) 2015 at 1300. Infusion ended: (B)(6) 2015 at 2300. It was reported that there were four incidents with four pump's infusions ending sooner than expected. Two incidents occurred with the use of the 100ml pumps. Incident #1 of 2: the patient was having an 11th cycle of chemotherapy. The patient returned to the clinic to have the pump disconnected earlier than scheduled. No adverse event occurred in connection with the reported incident. The device is available for return.